Event description:
A caller reported a malfunction on their pump, identified by the code malf 6. The specific impact on the customer's blood glucose level was not disclosed. Technical support provided assistance by instructing the caller on how to reset the pump, which successfully resolved the malfunction as the issue did not recur after the reset. The caller was advised to continue using the pump and to contact support if the issue returned, and they confirmed their understanding of these instructions.